Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited decreased impedances, increased pacing thresholds, reduced sensing, and intermittent loss of capture. A chest x-ray confirmed lead dislodgment. The lead outputs were increased and there are no plans for a revision procedure at this time. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that a revision procedure was performed and this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.